Event description:
It was reported that the device displayed loss of capture due an atrial pace occurring almost simultaneously with a premature ventricular contraction (pvc). The ventricular beat was undersensed due to the device blanking period, and a ventricular pace was delivered and recorded as a loss of capture. The device remains in service. No adverse patient effects were reported.